Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced fluid loss. A replacement surgery was performed during which the physician confirmed that there was fluid loss in the system. The device was explanted and replaced. There were no patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis ipp was not working properly. A replacement surgery was performed during which the physician confirmed that there was fluid loss in the system. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of fluid leak and mechanical issue are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Incontinence urinary, fluid leak and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of incontinence urinary is a known risk associated with this device type and indicated as such in the instructions for use. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not working properly. A replacement surgery was performed during which the physician confirmed that there was fluid loss in the system. The device was explanted and replaced. There were no patient complications.